Event description:
It was reported that the health care professional (hcp) had concerns of farfield oversensing on stored atrial tachy response (atr) episodes on this pacemaker. Technical services (ts) reviewed the episodes and determined that the signals that were oversensed were consistent with far-field and potentially caused inappropriate atr mode switches. Ts provided reprogramming recommendations on the blanking feature and atrial sensitivity. No adverse patient effects were reported. This pacemaker remains in service.